Event description:
Related manufacturer reference number: 2938836-2020-02431. New information received notes that since the patient was very sensitive, the right ventricular lead pacing also caused patient discomfort. The lead was turned off. The patient currently is paced on lv only.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. During device interrogation, the ring conductor of left ventricular lead appeared to be failing which resulted in high pacing impedance and high capture. Programming changes were made. The patient was very sensitive to alterations of the pacing parameters and felt discomfort. Further intervention was discussed. The patient will continue to be monitored.